Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet following a high-carbohydrate meal and subsequent treatment for a low with oral glucose, with blood glucose increasing to 499 mg/dl and later decreasing to 373 mg/dl after a complete supply change and follow-up. Symptoms included hyperglycemia. Outcomes included self-management without hospitalization. Investigation included phone-based troubleshooting and education, including guidance to perform a full infusion set and supply change. Investigation of this case revealed no confirmed device malfunction and suggested that the event was consistent with hyperglycemia of unclear cause in the setting of recent oral glucose intake and infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.